Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex (lcx) artery. A 2.50 x 16 synergy¿ stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were found to be lifted. The procedure was completed with another 2.50 x 16 synergy¿ stent. No patient complications were reported.